Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient repots having swelling as well as a pimple and the infection site (arm), being hard to the touch. The patient removed the pod from the insertion site. The patient had gone to urgent care where they were diagnosed with cellulitis. The patient was prescribed cefpodoxime to be taken twice daily. The patient had gone for a follow up visit at urgent care and was advised to monitor the site and continue to use a warm compress. The patient was able to resume pod treatment. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.